Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: date is unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the puncture was in the right femoral artery. An 8f sheath was used. Correct placement of the 8f angio-seal and proper closure of the puncture site. The next day the patient was in final examination and as he turned his body to one direction, the puncture site began to bleed again. A hematoma occurred. A compression was applied for 20 hours (standard procedure). There were no special calcifications. The puncturing was done properly. The anchor and collagen were removed by surgery. Both were found outside of the vessel. Patient was stable. The procedure performed was a rekanalisation. Hemostasis was achieved with the angio-seal 8f. An 8f 10cm procedural sheath was used prior to the vcd device. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. Bleeding occurred the next day. The patient condition was stable after intervention stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is subcutaneous deployment of the components. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fema).